Event description:
The table top moved quickly in the lateral direction (left to right) after pushing the nvc joystick validation button. No pt was involved.

Manufacturer narrative:
Uncommanded motion occurred while fe was troubleshooting the table.